Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the meter gave error 1 messages at random two days before the call. Patient was unable to clear the error messages. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the meter remote has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the meter found no cosmetic damages. On investigation, the meter powered up to an error 1 message that could not be cleared. The investigation confirmed the reported error 1 complaint but was unable to complete the required testing due to the inability to clear the error message.

Manufacturer narrative:
The meter remote has not been returned to animas. If the meter is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.